Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case at display window corners, cracked battery tube threads and a broken reservoir tube lip.

Event description:
Customer reported that she had high blood glucose of 222 mg/dl. Customer stated that her insulin pump had physical damage it is cracked at the reservoir compartment. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.